Event description:
The customer reported that while running an hcv 3.0 assay, the summit sample handler, failed to pipette sample and diluent in position 11 on two plates. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02289-04.